Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected insulin flow blocked alarm noted. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked retainer and cracked select button keypad overlay.

Event description:
Medtronic received information that no delivery/occlusion alarm during therapy, damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia, vomiting as a result of this event.